Event description:
The customer stated that he was treated by the paramedics six times within the past year due to his blood glucose levels dropping below 20 mg/dl. The customer stated that he was hospitalized on one of those instances. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer did not feel comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.